Event description:
Reportedly, when performing the sensing test, the smarttouch was blocked and could not be stopped

Manufacturer narrative:
Based on the provided description of the event, the reported behavior most probably resulted from a software issue involving an inappropriate refresh of the programmer graphical-unit interface (gui) through windows messages (mfc) during the sensing test, which led to the temporary unavailability of the stop button. It should be noted that this issue is limited to sensing tests and does not affect threshold tests. In addition, a pacing rate at 30 bpm is guaranteed when the issue occurs and until the sensing test in interrupted. A software correction is planned to prevent recurrence of this issue. This case is recorded for trending purposes. Recommendations: the following actions should be performed by the user in order to stop the sensing test, if the stop button becomes unavailable again: click on ¿adjust ECG channel¿. Click on nominal mode. Remove the inductive head or put the programmer out of bluetooth range from the patient. If the previous actions were unsuccessful, the battery of the programmer should be removed.